Event description:
Customer reports that she received results of 149mg/dl and 346mg/dl on the same device within 10 minutes. No action taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.